Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one nitinol guidewire. Blood residue was evident throughout the distal end of the wire. The sample was received in two segments which shared a complete break between the weld tip and the transition. The distal segment included the intact weld tip. Breaks were evident in both the inner core wire and the outer coil wire. Microscopic inspection of the breaks in both wires exhibited dully granular break surfaces. Material necking was evident in the vicinities of both breaks. Sharp curved shape memory was evident in the vicinity of the break in the inner core wire distal segment. The break surface of the inner core wire exhibited a region of increased luster. The characteristics of both breaks were consistent with damage caused by tensile stress. The sharp curved shape memory and increased luster observed in the inner core wire break was also typical of contact with a hard sharp surface such as the needle bevel. It appeared that an attempt was made to withdraw the wire against the needle bevel. The wire appeared to become stuck and subsequent pulling caused the complete break. The product IFU warns against withdrawing the guidewire against the introducer needle bevel.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. Not returned.

Event description:
It was reported that during progression of the guidewire it did not progress. The puncture was said to be hard. When it was removed, it was observed that the guidewire was frayed and broken. The catheter was inserted in the left upper limb in the basilic vena. Position of catheter: brachial. Total introduced: 30 cm. The puncute was guided by ultrasonography.